Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), menometrorrhagia ("heavy irregular periods"), migraine ("migraines"), fatigue ("extreme fatigue") and abdominal pain upper ("cant lay on left side or stomach bc of pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (yes). At the time of the report, the pelvic pain, depression, menometrorrhagia, migraine, fatigue, weight increased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, depression, fatigue, menometrorrhagia, migraine, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: case was updated from non serious incident to serious incident. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.